Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical services (ts) due to an m31 air detected in cassette warning that occurred during drain 1 of 3. The patient noticed fluid on the patient connector, leaking from either the line or the connecting device. Fluid was not discovered in the pump module area or on the exterior of the cassette. The patient wanted assistance bypassing to fill 2 of the treatment. Ts assisted the patient with cancelling the treatment and re-setting up with new supplies. The ts representative then helped the patient bypass into fill 2, and no further assistance was required. Additional details were provided upon follow-up with a pd registered nurse (pdrn) from the patient¿s home dialysis clinic, as well as follow-up with the patient. The patient did not inform their pdrn of the fluid leak event. The patient confirmed that a fluid leak had occurred during their treatment, which resulted in the m31 air detected in cassette warning. The patient said the fluid leak was coming from the end of the cycler set tubing, where it connects to the second stay safe connector which the patient stated they rarely use. The patient had been asleep and woke up when the cycler alarm went off. When they woke up, they noticed that fluid had leaked all over their bed. The patient stated there was no obvious damage or defect noted at the site of the leak. The patient confirmed contacting ts who assisted the patient with re-setting up the cycler with new supplies. The patient was able to continue and complete the treatment without further issue. The patient confirmed there was no fluid found in the pump module area, or on the exterior of the cassette. The patient confirmed that they did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient also confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. The patient confirmed they were continuing to complete pd therapy on the same cycler. The cycler set that leaked was reportedly discarded.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical services (ts) due to an m31 air detected in cassette warning that occurred during drain 1 of 3. The patient noticed fluid on the patient connector, leaking from either the line or the connecting device. Fluid was not discovered in the pump module area or on the exterior of the cassette. The patient wanted assistance bypassing to fill 2 of the treatment. Ts assisted the patient with cancelling the treatment and re-setting up with new supplies. The ts representative then helped the patient bypass into fill 2, and no further assistance was required. Additional details were provided upon follow-up with a pd registered nurse (pdrn) from the patient¿s home dialysis clinic, as well as follow-up with the patient. The patient did not inform their pdrn of the fluid leak event. The patient confirmed that a fluid leak had occurred during their treatment, which resulted in the m31 air detected in cassette warning. The patient said the fluid leak was coming from the end of the cycler set tubing, where it connects to the second stay safe connector which the patient stated they rarely use. The patient had been asleep and woke up when the cycler alarm went off. When they woke up, they noticed that fluid had leaked all over their bed. The patient stated there was no obvious damage or defect noted at the site of the leak. The patient confirmed contacting ts who assisted the patient with re-setting up the cycler with new supplies. The patient was able to continue and complete the treatment without further issue. The patient confirmed there was no fluid found in the pump module area, or on the exterior of the cassette. The patient confirmed that they did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient also confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. The patient confirmed they were continuing to complete pd therapy on the same cycler. The cycler set that leaked was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: g2 ("consumer" was omitted from initial report).

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical services (ts) due to an m31 air detected in cassette warning that occurred during drain 1 of 3. The patient noticed fluid on the patient connector, leaking from either the line or the connecting device. Fluid was not discovered in the pump module area or on the exterior of the cassette. The patient wanted assistance bypassing to fill 2 of the treatment. Ts assisted the patient with cancelling the treatment and re-setting up with new supplies. The ts representative then helped the patient bypass into fill 2, and no further assistance was required. Additional details were provided upon follow-up with a pd registered nurse (pdrn) from the patient¿s home dialysis clinic, as well as follow-up with the patient. The patient did not inform their pdrn of the fluid leak event. The patient confirmed that a fluid leak had occurred during their treatment, which resulted in the m31 air detected in cassette warning. The patient said the fluid leak was coming from the end of the cycler set tubing, where it connects to the second stay safe connector which the patient stated they rarely use. The patient had been asleep and woke up when the cycler alarm went off. When they woke up, they noticed that fluid had leaked all over their bed. The patient stated there was no obvious damage or defect noted at the site of the leak. The patient confirmed contacting ts who assisted the patient with re-setting up the cycler with new supplies. The patient was able to continue and complete the treatment without further issue. The patient confirmed there was no fluid found in the pump module area, or on the exterior of the cassette. The patient confirmed that they did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient also confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. The patient confirmed they were continuing to complete pd therapy on the same cycler. The cycler set that leaked was reportedly discarded.